Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during an ICD replacement procedure, a connection issue was observed. When the ventricular pacing lead connector was inserted to the port and the setscrew was turned with the screwdriver, no click sound was confirmed; however, the lead was not pulled out from the port by a lead pull test. The physician attempted to unscrew the setscrew by using the same screwdriver, but the screwdriver turned freely and the lead could not be removed. When a different screwdriver was used, the setscrew was successfully unscrewed, and the lead was pulled out from the ICD. The device was not kept implanted and returned for analysis. A new ICD was implanted without further problems.